Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open blue (can l) wire and open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.